Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a deep red rash on her back under the therapy electrodes on (B)(6) 2017. It was also reported that the patient developed a rash in (B)(6) of 2020 in the same spot. This rash was described as red, blistery, burning, and swollen. There was no alleged device malfunction contributing to the irritation. The patient followed up with her physician for the skin irritation back in 2017 and began using hydrocortisone cream. The patient also used hydrocortisone cream for the skin irritation received in (B)(6) 2020. It's unclear if the physician prescribed the hydrocortisone cream for the skin irritation. Reporting out of an abundance of caution. Outcome of the skin irritation is unknown.